Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, the plunger of the preloaded intraocular lens (iol) felt heavier after the leading haptic came out during insertion. The surgery was completed after replacing the iol with a back up of the same style and power. Additional information received, the site reports the amount of viscoelastic filled into the delivery system was enough.

Manufacturer narrative:
The device and the lens were returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been fully advanced. The plunger tip was extended beyond the device tip. The device tip has stress marks beyond the wound guard. The lens was returned inside the opened blister tray. Viscoelastic was dried on the lens. One haptic was bent in the distal area. The plunger was removed from the device to assess. No damage or abnormalities were observed. The plunger was reinserted into the device. The plunger fit securely once replaced into the device. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event. The manufacturer internal reference number is: (B)(4).